Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) confirmed a pericardia tamponade. The tamponade was aspirated and extracorporeal membrane oxygenation (ECMO) was initiated. The boston scientific safari stiff wire was in the left ventricle during cardiopulmonary resuscitation (CPR). A sternotomy of the thorax was performed and revealed a left ventricle dissection and a right ventricle perforation which had resulted in the pericardial tamponade. The physician reported that the dissection was caused by the non-medtronic guidewire and the perforation was caused by the temporary pacing lead (unknown manufacturer). The perforation and dissection were sutured. The perforation of the iliofemoral and abdominal aorta was detected but was reported to be most likely due to the cannulas (unknown manufacturer) for the heart lung machine (hlm). It is unknown whether an autopsy was performed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).